Event description:
Pt fell on knee and had effusion. The surgeon was worried that poly may have broken. When the poly was removed, it looked good. Effusion may have been from something other than component.

Event description:
Caller reported blood glucose results of 256 mg/dl and 96 mg/dl within 10 minutes on the aviva system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.